Event description:
The caller reported via phone call that the customer experienced issues the battery in the insulin pump depleting quickly. The customer's blood glucose was 400 mg/dl. At the time of the call, the caller stated that the insulin pump was completely dead. The caller stated that a new battery was inserted, but the insulin pump would not power on. The customer had not received the low battery alert prior to receiving an off no power alarm. The customer confirmed that the insulin pump had not been dropped or bumped. The customer stated the battery cap was not loose, cracked or damaged. The customer explained that the off no power alarm had occurred twice without a low batter warning. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.